Event description:
I now have breast pain in both breasts. I have been diagnosed with chronic gastritis, lupus, hashimoto's and have extreme joint pain. I have migraines approximately 20 times a month along with over 30 more symptoms ranging from fatigue to brain fog to shortness of breath to ringing ears. This has halted life and made it hard to function. FDA safety report ID # (B)(4).